Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred at 9:00 am. Pt (lv) stated that he was feeling fine and had no symptoms and the prodigy meter would only display a result of "l1." Pt went to the emergency room on his own. Upon arrival at the emergency room, pt's blood glucose reading was 121 mg/dl. No treatment was administered at emergency room. Pt's total stay in emergency room was 1 hr. Pdc sent replacement and prepaid envelope requesting return of suspect device.